Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was displaying fluctuating out-of-range impedance measurements. Pacing thresholds have also increased. Patient has not received any inappropriate therapy.